Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain] , lumbar pain [lumbar pain], joint pain [joint pain] , early premenopause [early menopause] , graves' disease [graves' disease] , cardio decompensation [decompensation cardiac] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 44-year-old female patient who had essure inserted (lot no. C03101) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2345 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), back pain ("lumbar pain"), arthralgia ("joint pain"), premature menopause ("early premenopause"), graves' disease ("graves' disease") and cardiac failure ("cardio decompensation"). At the time of the report, the back pain, arthralgia, graves' disease and cardiac failure had not resolved. The outcomes for abdominal pain and premature menopause were unknown. No causality assessment was received for essure with regard to abdominal pain, back pain, arthralgia, premature menopause, graves' disease or cardiac failure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Lumbar pain [lumbar pain]. Joint pain [joint pain]. Early premenopause [early menopause]. Graves' disease [graves' disease]. Cardio decompensation [decompensation cardiac]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 12-sep-2025. The most recent information was received on 22-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 44 year-old female patient who had essure inserted (lot no. C03101) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2345 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), back pain ("lumbar pain"), arthralgia ("joint pain"), premature menopause ("early premenopause"), graves' disease ("graves' disease") and cardiac failure ("cardio decompensation"). At the time of the report, the back pain, arthralgia, graves' disease and cardiac failure had not resolved. The outcomes for abdominal pain and premature menopause were unknown. No causality assessment was received for essure with regard to abdominal pain, back pain, arthralgia, premature menopause, graves' disease or cardiac failure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Batch number: c03101; date of manufacture: 12-dec-2013; expiration date:31-dec-2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.